Manufacturer narrative:
The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the pump was not working correctly. When the scope was pulled out of the joint, the pump worked fine, but when the scope was put into the joint, the pump would not pump.

Manufacturer narrative:
Alleged failure: pump was not pumping correctly. Probable root cause: pressure sensor malfunction/out of calibration. Inflow cassette/ tubing pressure sensor membrane failure. Mis-inserted cassette/ tubing. Motor encoder malfunction/failure. Roller wheel assembly malfunction/failure. Roller wheel failure due to peristaltic tubing debris build-up. Stepper motor malfunction/failure. Main board /imx failure. Inflow tube set obstructed, kinked, or leaking. Outflow tube set obstructed or kinked. Wrong console integration signals/assumptions. Software malfunction. Use error. System design. Unwanted movement of internal components/wiring. Pump operated at least-favorable environmental conditions for extended period of time. Disconnection from crossfire sfb. Cutter/bur/probe not correctly identified by pump via firewire. Command not registered from hand control, footswitch, sidne or hermes. Wrong hardware selected. Power failure of pump. The product was not returned for investigation therefore the reported failure mode was not confirmed. The alleged failure mode will be monitored for future reoccurrence. The manufacture date is not known at this time, due to the serial number being unknown. (B)(4).

Event description:
It was reported that the pump was not working correctly. When the scope was pulled out of the joint, the pump worked fine, but when the scope was put into the joint, the pump would not pump.